Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The patient was revised to address elevated cocr levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/1/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, limited to no mobility, unable to exercise, (B)(6) weight gain, had to stop every hour on car trips, difficulty sleeping, headaches, vision loss, hearing loss, sexual dysfunction and memory loss related to metallosis, and muscle atrophy/weakness. Revision surgical report noted elevated metal ions without lab results, compromised mobility, grayish metallic fluid, soft tissue staining, and femoral neck burnishing from femoral neck and liner wear against each other. The complaint was updated on: apr 22, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 12/3/2015: litigation papers allege the patient experienced severe pain in his hip and thigh. The surgeon determined the patient's implant was leaking dangerous levels of cobalt and chromium into his blood stream and that he required a revision. Cobalt and chromium levels were tested, which revealed metal levels of 2.3 and 8.3 in (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis/pseudotumor and elevated metal ions. After review of medical records, for MDR reportability the patient was revised to address painful prosthesis, left hip and metal on metal interface with rising cobalt chromium levels. Updated patient initials and height.